Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on october 29, 2023. During the procedure, the surgical technician accidentally cranked the handle when loading the ligator instead of pulling the wire, which caused premature deployment of the bands. The procedure was completed with another speedband superview super 7. It was noted that there was difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the technician rotated the handle and then pulled the end of the trip wire; however, per the IFU, "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.